Event description:
Battery failure, unit did not hold a charge.

Manufacturer narrative:
Customer claim could not be confirmed as device was not returned for evaluation. Sscor reached out to reported to receive additional information. Reported stated that they were into a cardiac arrest call and device died during the emergency call. Reported states that devices were not being serviced as often as they should. Sscor has issued replacement battery and has advised reported to perform battery maintenance as stated on device instruction manual. After battery was shipped, sscor tech support reached out to reporter and reporter stated that replacing the battery has resolved their issue.